Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not charge or shock defibrillation energy during use. A back-up device was used to continue treatment 5 to 10 minutes later. The customer later reported that their biomedical engineer tested the device but could not reproduce the reported issue. On 04-apr-2017, the customer reported that the patient had expired.

Manufacturer narrative:
Physio-control evaluated the device. Proper device operation was confirmed during functional and performance testing. The reported issue was not duplicated. The device was returned to the customer. The patient event record and keylog data that were downloaded from the device, were reviewed. The data indicates that the device user pressed the shock button 4 times, but did not charge the defibrillator before pressing the shock button. The cause of the reported event appears to be likely a use error.